Event description:
Customer reportedly received results of 348 mg/dl and 360 mg/dl on the advantage system and results of 112 mg/dl and 108 mg/dl on professional device within 10 minutes. Customer did not require professional medical treatment. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Note: this report pertains to the third of three complaints that involve the same event. Refer to manufacturer report #'s 3005099803-2010-04184 and 3005099803-2010-04185 for the associated device reports. It was reported to boston scientific corporation on (B)(6), 2010 that three resolution clips were used during a colonscopy to treat an active bleed in the colon on (B)(6), 2010. According to the complainant, during the procedure, the resolution clip was advanced down the colonoscope and positioned within the colon to treat an active bleed. The clip grasped tissue at the hemostasis site and locked closed; however, the clip failed to release from the catheter. This same issue was encountered with a total of three resolution clips during this procedure. One clip was pulled off the tissue and removed from the patient on the catheter. No trauma was caused to the site when the clip was removed. It was unknown if the other two devices released from the catheter or the tissue and fell into the patient. The delay in procedure was approximately 15 minutes and this delay did not exacerbate the bleed. Additional resolution clips were used to complete the procedure successfully. There were no patient complications as a result of this event. The patient was reported to be "fine" post procedure.